Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board was replaced to address a service required alarm condition. Additional testing was performed by the third party service center. During the evaluation the device failed test steps during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.